Event description:
It was reported that the external pulse generator had no atrial activity. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the unit had no atrial activity. Analysis did find that both bail covers and the battery drawer were broken. (B)(4).